Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the arm and that calibration was not performed sense seeing the inaccuracy. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported the sensor was inserted in the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. In addition, it was reported that the patient did not calibrate since seeing the inaccuracy. It should also be noted that the dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. However, a root cause for the reported inaccuracy cannot be determined.